Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose (bg) levels. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. At the hospital pod's cannula was leaking and found to be dislodged from the infusion site (arm) upon removal the cannula was bent. The patient was treated with intravenous fluids and insulin. The patient was at the hospital for a few hours until her bg levels returned to normal.